Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) made a loud alarming sound when turned on. There was no patient involved

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 initail reporter full name is (B)(6). Updated fields: b4, e1( initial reporter name , event site address ), e3, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a